Manufacturer narrative:
(B)(4). Unit passed displacement test. However unit stuck in motor error alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/a33 test, excessive no delivery test or verify charge/battery anomaly due to unit stuck in motor error alarm. The motor was tested outside the device and passed. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and low battery. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that they unsure about the drive support cap was protruded, loose, sticking out or flush. The insulin pump was not exposed to any high magnetic field. Customer was able to complete insulin pump rewind. The device will be returned for analysis.